Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, vessel spasm, thrombosis, dissection or perforation, hematoma or hemorrhage at access site, inability to completely remove the thrombus, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02787.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12), lightning aspiration tubing (lightning), indigo system separator 12 (sep12), and non-penumbra catheter. During the procedure, the physician advanced a non-penumbra catheter into the pulmonary artery and injected four milligrams of tissue plasminogen activator (tpa) in both the right and left lung. Next, the cat12 was inserted into the main pulmonary artery on the left side to begin aspirating the thrombus. It was reported that the physician did not feel any resistance during advancement of the cat12 into the pulmonary artery or while aspirating in the left main medial part of the pulmonary artery using the cat12 and sep12. After a couple of minutes of aspiration, the patient began to experience hemoptysis and, therefore, the physician stopped aspiration and the patient stabilized. Subsequently, the physician performed a hand injected angiography that did not reveal any signs of trauma; however, the physician did notice infiltration in the lungs. It was also reported the cause of the infiltration of the lungs was unknown. The physician decided to end the procedure at this point and the patient was transported into an intensive care unit (ICU) to recover. While in the ICU, the patient started to desaturate, subsequently, upon attempting to intubate the patient, the patient began to experience more hemoptysis. Approximately an hour later, the patient expired. The relationship between the cat12 and sep12 to patient's death is unknown. The cause of the patient¿s death is unknown.